Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was not able to be confirmed and, therefore, was inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal information and did not identify the type of endoleak that was present, which is classified as unknown for this investigation.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow up, physician found an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention. Additional information 12/17/2015: even though a type 3b leak was not confirmed or denied the physician elected to re-line with a gore device in (B)(6).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a28-28/c95-o20 suprarenal aortic extension, lot: w11-5565-025 rel. Date: 11/22/2011, exp. Date: 10/31/2012. Devices remain in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow up, physician found an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention.